Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was found to have automatically switched from bipolar to unipolar therapy on the right atrial (ra) lead channel two days post-implant due to high out-of-range pace impedance measurements. It was noted that the lead was still sensing and capturing appropriately though impedances were intermittently in and out of normal limits. A chest x-ray was performed and it was observed that the ra lead was under inserted into the device header. Due to patient age the physician elected to reprogram the device to no longer automatically switch between bipolar and unipolar therapy in instance of out-of-range ra pace impedances. No adverse patient effects were reported. This system remains in service.